Manufacturer narrative:
See scanned pages.

Event description:
Journal reference: flueckiger b, knecht h, grossmann s, felleiter p. Device-related complications of long-term intrathecal drug therapy via implanted pumps. Spinal cord. 2008;46(9):639-643. The medical records of all in- and out-patient adults treated at our institution during a 12 year period were reviewed. All patients that had received intrathecal drug therapy via an implanted pump were invited to a structured interview. Complication rates of the patients treated in our center, where we have long-term experience with the indication, implantation and continuous care of patients with intrathecal infusion systems, are in the lowest ranges when compared with other published studies. Reportable event: pump repositioning occurred in 3 patients. See mfg report # 2182207200807854.